Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). Inherent risk of procedure(stent deformation). Evaluation conclusions: device failure related to patient condition (lesion morphology). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a lesion in the lcx vessel which had 90% stenosis. The device was prepped before use. It is reported that during the procedure the device could not pass the lesion. Vessel resistance was not encountered and excessive force was not used during attempted positioning. Upon removal it was discovered that a strut of the stent was kinked. No reported patient complications. Evaluation summary: the distal tip was flared. The hypotube was kinked 43.2cm and 83.0cm distal to the strain relief. The 1st proximal segment was deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).